Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg38-j10ut-us is available in the USA with a 510k number: k200090. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the lcb distal cover glass fluid damage, the bending rubber perforated, the angle wire worn out, and the us connector cable (long) collapse; however, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).